Event description:
It was reported that during a da vinci s mitral valve replacement procedure, upon withdrawal of the instrument installed on patient side manipulator (psm) arm 3 from the patient, it was noted that psm 3 was sticking. The customer undocked, redraped and replaced the cannula; however, the issue persisted. The surgeon also reported that psm 2 drifted. The site contacted intuitive surgical, inc. (Isi) for technical support engineering (tse) assistance. The tse instructed the site to reseat the sterile adapter; however, surgeon declined to troubleshoot the issue and indicated that they would call back. Upon follow-up with the site, it was reported that the surgeon made the decision to complete the planned surgical procedure using open surgical techniques. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by intuitive surgical, inc. (Isi) field service engineering confirmed the sticking issue experienced by the site. During functional testing of the patient side manipulator (psm) 3, a grinding noise was heard coming from axis 3. A friction test performed showed that the friction rate was out of specifications. The psm is an instrument arm located on the patient side cart, which provides the sterile interface for the endowrist instruments. The affected psm was replaced to repair the system. The affected psm was replaced to repair the system. As a precaution for the reported arm drifting, the fse also performed master tool manipulators (mtm) calibration on both left and right mtms. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his/her right (mtmr). Psm 3 was returned and evaluated. Failure analysis investigation was able to replicate the issue experienced by the site. The linear bearings were observed to be sticking and made a grinding noise during functional test on an in-house is2000 test system. The bearings were replaced to repair the psm. This complaint is being reported due to the following conclusion: the surgeon made the decision to complete the planned surgical procedure using open surgical techniques after experiencing a sticking psm during removal of an endowrist instrument from the patient.